Event description:
Patient reported the check button on the infusion device does not function. Pt removed and reinserted the battery, and an e8 power interrupt error appeared. Pt was unable to clear the error message due to the defective button. The infusion device was requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report all that is available at this time. If further info is obtained, it will be provided in the supplemental report.